Manufacturer narrative:
Evaluation summary: as returned, the glenosphere has a witness line or scuff approximately half way down the length of the taper. This could indicate the glenosphere was not seated circumferentially with the base plate causing interference during impaction. Surgical technique states: "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". Cause cannot be definitively determined. Evaluation: device history records indicate the component was mfg and inspected to specification. No mgr abnormalities could be detected.

Event description:
It is reported that the glenosphere would not seat correctly on the base plate. A different glenosphere was implanted.